Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and observed the flickering display. To fix the issue, the fse replaced the cable display video receiver purchased by the customer, and then performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that prior to use, the display of the cs100 intra-aortic balloon pump (iabp) was flickering. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that prior to use, the display of the cs100 intra-aortic balloon pump (iabp) was flickering. There was no patient involvement, and no adverse event reported.